Event description:
The mother of a girl contacted the distributor to report that her daughter inserted the e.p.t pregnancy test into her vagina causing bleeding and pain.

Manufacturer narrative:
The product labeling has been revised to include a warning not to insert the device into their vagina. As no lot number was provided, it is not possible to determine whether the user of the device received the revised labeling.